Manufacturer narrative:
This report is for two unknown distal screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2016 to correct a non-union of a femur fracture suffered by the patient on an unknown date. X-rays were taken on an unknown date where it was discovered that the femur fracture was not healing and failing into a varus deformity. There was also noted shortening of the medial calcar and a revision surgery was scheduled. During the revision surgery a trochanteric fixation nail advanced system (tfna) nail was removed along with a helical blade and two distal screws. Patient was revised to a total hip arthroplasty. The surgery was completed successfully without any further complications. This report is for two unknown distal screws. This is report 3 of 3 for (B)(4).